Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent rhk procedure on an unknown date. Subsequently, the knee hinge broke and patient will undergo revision in the new year. Primary and patient details are currently unavailable. Attempts for additional information have been made.

Event description:
It was reported that patient underwent rhk procedure. Subsequently, the knee hinge broke approximately 11 years post implantation. The surgeon has advised there was no obvious event that caused the hinge to fracture, he does not consider the product defective. Patient underwent revision surgery to remedy the issue.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and reviewed by a health care professional. Review found c-shaped metallic foreign body, not contiguous with the remainder of the total knee arthroplasty. This likely represents a broken versus dislodged component from the arthroplasty. Medical records were not provided. This complaint was confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products: 00588005017 articular surface with hinge post extension e 17 mm height lot# 61385213 00588000400 tibial component precoat size 4 lot# 61756279 00598801113 stem extension straight long 13mm dia x 155mm length(combined length 200mm) lot# 61716861 00598801215 stem extension straight 15mm dia x 30mm length(combined length 75mm) lot# 61759497 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.